Event description:
It was reported that the patient presented to the clinic with a no external power event. The black power cable on the system controller did not recognized a fully charged battery anymore. The controller was exchanged. It was also reported that the modular cable was exchanged as it showed severe damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being damaged was not confirmed. The modular cable (lot number unknown) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The modular cable¿s lot number was not provided. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿equipment maintenance¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.